Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 304 mg/dl. To address the issue, the customer changed the infusion set and cartridge before resuming insulin.